Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) generated by the synchron lxi 725 clinical system for multiple patients. No other assays were noted by the customer. Per customer, the initial results obtained were all "elevated". The elevated results were reported outside of the laboratory. Upon repeat, lower results were obtained and corrected reports were issued. The actual data has not been provided to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Instrument was generating "dark count outside limits" errors with results, but these are not fatal flags and results are generated and can be reported. A field service engineer (fse) was disptached: (a) fse found the wash carousel dirty and there was evidence of crystalline build-up from dried wash buffer or substrate. (B) fse cleaned wash carousel and dark counts were again within limits. System was verified as performing to specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.